Event description:
It was reported by the user facility that the pt became ill during hemodialysis treatment where he was transported to the hosp. The pt subsequently expired.

Manufacturer narrative:
It was reported that the pt experienced an adverse event during treatment with fresenius products and subsequently expired. A system level review is being conducted for all concomitant products in use during the treatment. Add'l info regarding the event as well as medical records were requested but have not been received up to date. The plant investigation is currently on-going. A supplemental medwatch report will be submitted once the plant investigation and clinical investigation are complete. Please see related mdrs: 2937457-2013-00173, 1713747-2013-00353, 1713747-2013-99937, 8030665-2013-00572, 3005162618-2013-00017.